Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). B. Braun complaint processing received only the history files. According to the history files and the day of occurrece, no overinfusion could be detected. The therapy was read and analyzed on (B)(6) 2021. A space line was inserted at 17:38. The drug with the shortname "cpn" was selected. A vtbi of 1500ml and a time of 24 hours were selected. The device calculated a rate of 62,50 ml/h. The infusion started after a purge at 17:41. The infusion finished after about 21 hours, with an upstream alarm at 14:40 the following day. The actual infused volume was 1311,42 ml. The complaint is considered as not confirmed. No product deviation could be found in the history files.

Manufacturer narrative:
This report has been identified as b. Braun (B)(4) ag internal report (B)(4). The device has been requested to send it for investigation to bbm laboratory. If an investigation report is available, a follow-up report will created. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in (B)(6): "overinfusion". According to the customer: "history log extracted from infusomat spacepump sn(B)(4). Based on the history, keypad logs and users' input: incident date: on (B)(6) 2021. Therapy started: on (B)(6) 2021 @ 1741hours - (B)(6) 2021 @ 1442hours. Medication: ctn. Route: IV. Rate: 62.5ml/hour. Vtbi: 1500ml. Consumables: infusomat spaceline. According to nurse' description in report: IV cpn bag was primed manually prior start of infusion. Prior to this overinfusion incident, there were total 8 bags of IV cpn was infused via infusomat spacepump sn(B)(4) uneventful, completed on time as per settings. On (B)(6) 2021, 1440hours, infusomat spacepump sn(B)(4) nurse discovered the IV cpn bag was empty, total volume infusion showed on pump was 1311.42ml. There was total outstanding of 188.58ml of cpn not infused based on pump setting, but cpn bag was empty. Nurse claimed the IV cpn was completed 3 hours in advance. Upon assessment, tubing and cpn bag were intact, no leakage. Primary team dr. And nurse manager in charge informed. Infusomat spacepump sn(B)(4) was sent to bme for assessment / check. Nil abnormalities findings from history logs, pump was checked by bme of (B)(6), flow test completed without abnormalities. Patient's condition remained unchanged, nil complications sustained."